Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device received with normal operating currents. No unexpected low battery alert noted. However, power error alarm due to j6 connector resistance issue. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a power error alarm and low battery error. The customer's blood glucose level was unknown. The customer declined troubleshoot for power loss. The customer was advised to discontinue use of insulin pump. Insulin pump will be returned for analysis.